Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris lvp was damaged. The following information was provided by the initial reporter: injuries or adverse event: no. Reported issue: hole in it.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval -yes. D10: returned to manufacturer on: 03-nov-2022. H6: investigation summary: one sample was submitted for quality investigation. The customer complaint of tubing defective/damaged could not be verified upon inspection. Evaluation of the sample submitted started with a visual inspection of the infusion set. There were no visible signs of damage to the infusion set. The infusion set was then primed and a simulated investigation was then conducted at an infusion rate of 125 ml/hr and 400 ml/hr for 15 minutes at each flow rate. There were no signs of leakage, air-in-line or occlusions. No additional issues were found on the infusions set. A device history record review for model 2420-0007 lot number 22046143 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 24apr2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause could not be determined due to the failure not being reproduced.

Event description:
It was reported that the bd alaris lvp was damaged. The following information was provided by the initial reporter: injuries or adverse event: no. Reported issue: hole in it.